Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarms all the time. Customer's blood glucose value was 161 mg/dl. The customer was able to troubleshooting. Customer states button error alarm was present in history at or around the time that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify e/a alarm unspecified due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.